Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had lost coverage due to lead migration. The patient underwent a lead revision procedure.

Event description:
It was reported that the patient had lost coverage due to lead migration. The patient underwent a lead revision procedure wherein the left lead was replaced and the right lead was relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted lead was discarded.

Manufacturer narrative:
Correction to the initial MDR in block b5.